Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box fr is twisting and unable to deliver insulin. The following information was provided by the initial reporter: the needle twists and therefore the level of insulin is not sufficient for the injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box fr is twisting and unable to deliver insulin. The following information was provided by the initial reporter: the needle twists and therefore the level of insulin is not sufficient for the injection.